Event description:
A pk papyrus covered stent system was selected for treatment of a type iii perforation in the distal lad, occurred at the distal edge of an implanted des. The pk papyrus would not cross, and the covered stent came off balloon. The stent was not left in body, it was confirmed/visualized out of body. A new balloon was inflated across the perforation site. Pericardiocentesis was performed with improvement in hemodynamics. Despite this the patient lost pulse requiring CPR. During CPR the balloon across the perforation somehow burst and the wire was pulled back. Attempts to rewire to the distal lad were unsuccessful. Another balloon was placed more proximally, upstream of the lad stent. Patient was taken to the ICU after the case where she continued to decline and passed away due to awmi, perforation and shock.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The physician mentioned that the death was unrelated to the pk papyrus stent dislodgement. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.